Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacture representative (rep) regarding a generator and a handpiece. It was reported that during a procedure a piece of the handpiece being used came free of the tip and burned the patient. The burn was full thickness, and the char needed to be excised and three separate areas were stitched as a result of this incident. The sutures needed to be revised and re-stitched. It was also noted that they were unable to use the usb port. 5-10 minutes of delay while the wounds were investigated plus additional time to revise. It was stated that there was no impact to the patient outcome.